Manufacturer narrative:
User facility mandatory medwatch report was rec'd on 12/30/2013. The report number is (B)(4). The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the reported upon query by hospira personnel.

Event description:
User facility medwatch rec'd stated: "the patient's systolic blood pressure (sbp) was greater than 200 mm hg. The neosynephrine bag was found empty after the cassette was removed form the pump. Sbp was later noted to in the 70 mm hg range and the nitroglycerin bottle was noted to be 75% empty after the cassette was removed from the pump. Nitroglycerin was attached to the patient IV tubing but the cassette was not in the pump. Nurse (rn) #1 disconnected the nitroglycerin fro the patient and noticed that it was still infusing. Rn #2 witnessed and found that the white knob on the cassette was not closed (safety lock)." "Test free flow on device with an IV cassette on (B)(6) 2013: (B)(6) biomedical equipment technician verified that there was a flow regulator malfunction with the hospira triple channel, model: plum a+3 pump. The pump and the disposable from the patient will be sent to hospira for evaluation." Upon further query the following info was provided indicated, during testing at the user facility, on channel 1 of the device unrestricted flow was noted. Multiple unsuccessful attempts have been made to obtain add'l info, including device programming, specific event details, patient outcome, and if any medical interventions were required.